Manufacturer narrative:
A medtronic representative was at the site for troubleshooting. They saw the mvs wouldn't turn on and the din fuses were blown. They were replaced with spares and the system was fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding an imaging system outside of a procedure. It was reported that the mvs wouldn't turn on. Troubleshooting found that the din fuses were blown. The rep replaced with spares and the system functionality was restored.